Event description:
Facility reported a blood leak in a 12th use dialyzer. Estimated blood loss 190cc. No med intervention. Preincident hemoglobin 10.7, post incident hemoglobin 9.7. Pt was taken off dialysis 1 hr early at his request. The sample is available for examination.